Event description:
The pt was implanted with an ipg on (B)(6) 2010. It was reported that her ipg was explanted on (B)(6) 2010 due to battery depletion. The pt had reportedly lost stimulation as a result of this matter, and her programmer was said to have previously displayed a low battery warning. No program parameters were provided to determine if the ipg had reached its expected end-of life.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.